Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during routine inspection, there was a camera head issue. There were no reports of patient harm.

Event description:
It was reported that during routine inspection, there was a camera head issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. The device was evaluated onsite by the field service engineer (fse) and it was noted that scope could not be connected to the subject device because the coupler spring came out. The device was returned to olympus for further inspection and the customer reported failure of "camera head issue" was confirmed due to subject device not being able to be connected to scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified with the information available from this complaint and the investigation results. Olympus will continue to monitor field performance for this device.